Manufacturer narrative:
Product analysis: at analysis it was noted that the analyzer failed its functional testing and was returned to the customer unrepaired. Its finding was that it was out of specification in an electrical manner. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.